Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer attempted various solutions, including using different wall adapters and charging cables, but the issue persisted. Technical support arranged for a replacement pump and confirmed the shipping address. The customer was instructed to use an alternative method for insulin delivery and to return the faulty pump using a pre-paid label, acknowledging all instructions given.